Event description:
The affiliate reported a customer who stated that an "olympus flexible cytoscope" was processed in the sterrad 100s system on a "short cycle". The customer also reported that the device was used on a patient following the processing. The customer did not provide information regarding potential injury or potential treatment.